Event description:
Customer reported issues with the insulin pump. The blood glucose reading is 59 mg/dl. Nothing further reported.

Manufacturer narrative:
Reliability analysis inspected 2 opened/used enlite sensors and performed bicarbonate buffer test (B)(4). Both sensors passed with accurate readings. Unable to confirm needle complaint due to customer did not returned insertion needle only sensor. No bent cannula were observed during analysis. Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.